Event description:
Info received suggests a guest pulled the CPR release on the bed and the head section of the bed fell.

Manufacturer narrative:
The hill-rom technician found no malfunction of the bed and could not duplicate the alleged failure. The facility would not release info regarding the seriousness of the patient's injuries other than the patient's back and groin was injured.